Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic gastroplasty procedure, the device able to fire, however when the surgeon performed a methylene blue, the staple line showed leakage on posterior/distal part. To resolve the issue the surgeon manually sutured the tissue. The surgical time was extended for more than 30 minutes due to the device issue. The patient hospital stay was also increased by one day, and it was necessary to place a tube that will be removed after 14 days.